Manufacturer narrative:
Concomitant product: product ID: 309328, lot# 0208683576, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the event was not related to the device or electrode. The event was related to the procedure. The patient received the implantable neurostimulator (ins) on (B)(6) 2014. Four days later the patient reported pain at the level of the implant scar and on the right buttocks. An infection with staphylococcus was diagnosed inside the ins pocket. Treatment was initiated with antibiotics, pain medicine, and a needle puncture of the collection was performed. The event was ongoing at the time of reporting. The infection was assessed by the investigator as related to the procedure.

Event description:
Follow up information reported that the device and electrodes were explanted on (B)(6) 2015 (day of hospitalization) and were replaced. The event was considered as a serious injury by the investigator. It was noted that the date of the patient's recovery was also (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0208683576, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the sponsor assessed the event as device relatedness. There were no further complications reported and/or anticipated.